Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a low transmitter battery was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, their receiver displayed a message for low transmitter battery. There was no report of injury or medical intervention. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. The data log was provided by the patient. The data was reviewed on 05/11/2016 and did not confirm the reported event of receiver message for low transmitter battery, but did confirm a transmitter failure. Based on the data results findings of transmitter failure, this is now reportable. No additional patient or event information is available.